Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. A field service engineer powered down and removed the old drawer. A field service engineer installed a new drawer, ran diagnostics, installed firmware updates, and released all pockets from the old drawer controller. A field service engineer installed them in the new drawer. Diagnostics were run to ensure operations. The application was restarted, and the drawer was configured, after which the customer conducted tests. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.